Event description:
On the night of (B)(6) 2025, my daughter's dexcom g7 showed her blood sugar as 73 mg/dl. This was not a compression low but a series of low blood sugar readings over a half hour that I felt didn't make sense. In reality, she was 452 mg/dl by finger stick. The readings were wildly inaccurate. That inaccuracy nearly pushed her into diabetic ketoacidosis. It was the middle of the night, and if I had trusted the dexcom reading, I could have treated her for a low instead of a dangerously high glucose level. The thought of what could have happened to my child is terrifying.